Event description:
According to the reporter: staples did not form correctly and the knife blade cut through the bowel. This was the second firing of this handpiece. There was leakage of bowel content. Additional tissue was removed to allow for colo-anal anastomosis. Surgery time was extended beyond 30 minutes. Relevant medical history was not available.